Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, in order to place excise skin at the implant site and place a longer abutment on the fixture. The implanted device remains insitu.